Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device photo analysis: visual analysis of the photographs identified a broken device with red particles in the surface of the shell. The device is not labeled by side explanted device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Physician reporting rupture. MRI result shows rupture of right device. No free silicone. Device slightly folded. Light capsular contracture. No affected ganglions. Probable silicone infiltration on breast parenchyma. Device has been explanted and replaced with non allergan device.

Event description:
Physician reporting rupture. MRI result shows rupture of right device. No free silicone. Device slightly folded. Light capsular contracture, baker grade I/ii. No affected ganglions. Probable silicone infiltration on breast parenchyma. Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ rupture: observed, opening device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) ¿ crease folding of implant: not observed additional, changed, and/or corrected data: a2, b5, g1, h10 device evaluation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, underweight. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp opening on posterior assessed as unidentified (tear) opening. Additional, changed, and/or corrected data: d9, g4, h3, h6.

Event description:
Physician reported right side rupture. MRI result shows rupture of right device. No free silicone. Device slightly folded. Light capsular contracture. No affected ganglions. Probable silicone infiltration on breast parenchyma. Device has been explanted and replaced with non allergan device.